Event description:
False results for covid-19; I tested for covid-19 via a pcr test (nasal swab) given on (B)(6)2021 by (B)(6). I received my results via e-mail and text message on (B)(6) 2021. Upon retrieving the e-mail, it stated correction to result and that I had tested positive. Apparently, I was sent a negative result and then was sent a positive result. I was reported to my local health department and had to isolate myself for 10 days. I retook the covid-19 rapid-result test (molecular/nasal swab) on (B)(6) 2021 at (B)(6). The test came back negative. I believe that (B)(6) somehow made a mistake on handling my test. I question that if they mixed my test result with someone else then there is a possibility that someone was given a negative test result that is actually positive. I have the documents from both test results if needed. Close family and friends that were close to me at or around the test was given, also tested negative for covid-19 at other (B)(6) testing sites. FDA safety report ID# (B)(4).